Manufacturer narrative:
The customer swapped the faulty unit with a spare and the faulty unit was shipped in for repair. The device was received and tested by an equipment service center technician and the reported problem was verified due to a faulty fan on the video card. The fan fault caused the device to overheat and perform a shut down to prevent further component damage and/or software corruption. The faulty part was replaced, normal function was verified and the device was returned to the customer. The failure was due to a faulty fan on the video card.

Event description:
The customer reported that while in use, the xhibit central station was repeatedly power cycling preventing monitoring of patients. There was no patient or user harm associated with this event.